Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure the continuation of insulin delivery. Additionally, the customer was given instructions on putting the pump into storage mode and returning it with a prepaid label within ten days.